Event description:
Two decompression tubes were returned to pharmacy as defective product. Different tubes were given to the pt. The stem that is to plug into the gastrostomy button is not open all the way to the end. Instead there is a hole at about the center of the stem.